Event description:
The customer stated a false positive result was generated on the architect total b-hcg assay. A patient generated an initial positive result of 64.35 miu/ml. A lower result was expected because the patient had a miscarriage and the levels of b-hcg were expected to decrease. The sample was retested twice with expected negative results of 3.96 and 3.46 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78, architect total b-hcg, that has a similar product distributed in the us, list number 6c21, architect total b-hcg. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Review of manufacturing and test data. No testing was conducted as the patient sample in question was not available for return, and recent test data on the performance of the reagent lot was available for review. A comprehensive review of manufacturing data, in process and final release test data did not identify any issues that could impact the performance of the architect total b-hcg reagent lot in question and indicated that all specifications were met prior to release. Architect total b-hcg reagent kit, list number 7k78-25, lot number 79914jn00 was previously tested between (B)(6) 2009. Results obtained met assay file parameters and control values obtained were within package insert specifications thus demonstrating the reagent lot in question is capable of accurately recovering various concentration of b-hcg. A specific reason for the customer's observation could not be determined, however as detailed in the architect total b-hcg reagent package insert, the probable causes for the occurrence of aberrant results may include bubbles, foam, or fibrin clots in the sample. The patient sample in question was not available for return to perform additional analysis. Based on this investigation, no product deficiency was identified.

Manufacturer narrative:
The suspect medical device manufacturing site has moved from (B)(4). MFR # 3005094123-2011-00580 has been submitted to address this error.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process